Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: there was no evidence of damage to the injector, and the components were all in their correctly assembled locations and positions. To test for functionality, in the analysis lab, the injector was actuated from the ¿end¿ position back to the start position and returned to the end position to verify full travel. The slider knob movement was smooth with no resistance and full travel, and the needle extended and retracted correctly as designed. There was no gel stent present in the injector needle or in the packaging. The injector appeared to function correctly in all aspects and no other anomalies were identified through visual inspection or functional testing. The reported complaint of the xen glaucoma treatment system could not be confirmed due the suspect gel stent was not received for analysis.

Event description:
Physician reported xen was implanted in the left eye's trabecular meshwork but position was unsatisfactory. Xen was retrieved and reloaded back into the injector. On the 2nd attempt to implant, xen was unable to release from injector. Surgery was completed with another xen.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4). Lot number: 61955. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Physician reported xen was implanted in the left eye's trabecular meshwork but position was unsatisfactory. Xen was retrieved and reloaded back into the injector. On the 2nd attempt to implant, xen was unable to release from injector. Surgery was completed with another xen.